Manufacturer narrative:
The insulin pump was received with missing segments and a partial display due to a cracked and bleeding lcd glass. The pump was received with a minor scratched display window and a cracked reservoir tube lip.(B)(4)

Event description:
It was reported that the customer had a led anomaly on the insulin pump. The customer's blood glucose was normal and did not require medical treatment.